Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: [missing records: records for x-ray showing ¿bilateral loop of small bowel¿ and x-ray showing ¿diminished dilation of small bowel¿ were not provided.] (B)(6) 2010: (B)(6) . Consultation. Abdominal pain for 2 days. States woke up with unlimited pain in middle of abdomen. [Sic] bowel movement until 4 days. Over last several days, had abdominal pain that comes and goes. Also vomited until day of admission when had vomited twice. Abdomen has become more distended. Physical examination: noted is in some distress. Nauseated and abdomen moderately distended and painful. Mild tenderness noted throughout upper abdomen. Bowel sounds hypoactive. No palpable mass in abdomen [sic]. X-ray showed bilateral loop of small bowel. Some stool and [sic] of colon as well. No air fluid level. Impression: incomplete bowel obstruction. Will be started on nasogastric tube suction and obtain IV fluid to ringer lactate since potassium and sodium looked normally low. I saw on may 2 and 10/26/10. Saw after had nasogastric tube for 8 to 10 hours. Had no pain at all. Had no nausea and no vomiting. Abdomen softer and distention improved. Do not hear bowel sounds. Left nasogastric tube throughout day. X-ray of abdomen showed diminished dilation of small bowel to some degree. However, no bowel movement or any activity. Did not vomit. Other times, states had no pain and wanted tube removed. Not nauseated anymore. Decided to remove nasogastric tube and want her to take ice chips only. Adherent small bowel obstruction is not complete and may be intermittent only. Think is improving. Will wait and see another day. (B)(6) 2010: [missing records: records for CT scan of abdomen and pelvis showing findings consistent with ¿small bowel obstruction¿ were not provided.] (B)(6) 2010: [missing records: an operative report for exploratory laparotomy with lysis of adhesions was not provided.] (B)(6) 2010: (B)(6) . Discharge summary. Admitted from my office (B)(6) 2010 and discharge (B)(6) 2010 with final diagnoses of: acute small bowel obstruction, hypothyroidism, chronic obstructive pulmonary disease, history of irritable bowel syndrome, status post tubal ligation and hysterectomy, history of tobacco abuse, chronic anxiety and depression. History of present illness: on admission, complaining of abdominal pain and vomiting for more than week. Has past history of bronchial asthma, and hysterectomy 33 years ago. Weight 150 lbs. CT scan abdomen without contrast showed dilation of small bowel loops which contained air fluid levels. Findings consistent with mechanical small bowel obstruction. Point of obstruction not identified. Small area scar versus atelectasis of left lung base and 3-mm nodule in right lung base. Hospital course: seen in consultation by dr. (B)(6) and he performed exploratory laparotomy with lysis of adhesions. Treated initially clear liquids and intravenous fluids and antiemetics, analgesics, synthroid, zocor, tricor, and then nothing by mouth. Given atenolol, then when able, eat low-sodium diet. Discharged 10/31/10. (B)(6) 2010: [facility ni, not indicated]. Office notes. Had surgery for small bowel obstruction; freed adhesions. No tenderness. Impression/treatment: constipation. Miralax. (B)(6) 2014: [facility ni]. Office notes. Complains abdominal pain, nauseated. Ultrasound negative. Impression/treatment: large abdominal hernia. Refer dr. (B)(6) . (B)(6) 2014: (B)(6) . Radiology-CT abdomen and pelvis with IV contrast. Status post ventral hernia repair at and above umbilicus. Has developed moderate size ventral hernia just below surgical mesh at level of umbilicus measures 6.6 cm in length and 4.7 x 5.6 cm transversely. Ventral hernia contains fat only. Bowel pattern nonspecific. No obstructive or inflammatory features noted. No peritoneal fluid collections or free air noted. Impression: 3 mm noncalcified pulmonary nodule noted in posterior aspect of right lower lobe on CT scan 10/27/10 has increased to 4.7 mm. Dependent atelectasis in both lower lung zones. Small pericardial effusion. Stable subcentimeter hypodensities noted in substance of liver probably represents cysts. Moderate ventral hernia containing fat at level of umbilicus just below level of surgical mesh. (B)(6) 2015: [facility ni]. Office notes. Chief complaint: [illegible]. Large abdominal hernia. (B)(6) 2015: [facility ni]. Office notes. Chief complaint: rash and [illegible]. Large abdominal hernia. (B)(6) 2016: (B)(6) . Discharge summary. Course in hospital: kept nothing by mouth and given IV fluids and nasogastric. Next day nasogastric removed and started on diet, which tolerated well. Also passing gas. Abdomen soft, nondistended, and no nausea or vomiting. Impression: enteritis. Diet: can have regular diet. Activities: can resume previous activities. Followup: with dr. (B)(6) after two weeks. (B)(6) 2017: (B)(6) . Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: incarcerated recurrent incisional ventral hernia. Procedure performed: recurrent incisional ventral herniorrhaphy with placement of a 12 x 15 physiomesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Intravenous fluids: as per anesthesia. Specimens: portion of hernia sac. Implants: 12 x 15 physiomesh. Complications: none. Indications: patient is an extremely pleasant 57-year-old female patient, in with a chief complaint of pain in the infraumbilical area with increasing bulge and occasional constipation. She was found to have a recurrent incisional ventral hernia and she is in today for repair. Procedure in detail: ¿after being explained potential risks, benefits, and alternatives of the above procedure, appropriate consent being obtained. Patient was taken to the or. She was placed on the or table in the supine position, prepped and draped in the usual sterile fashion utilizing betadine solution and sterile drapes. Following this, cicatrix of the previous incision was then created down through the skin into the subcutaneous tissues. Bovie cautery was used and the previous scar was removed. Bovie cautery was then used. The incision was deepened down through the subcutaneous tissues. Bovie cautery was used and the incision was deepened down to the level of the anterior recuts fascia in the inferior aspect of the incision. A large palpable defect was noted and a large hernia was appreciated. I was then able with figure fracture technique and bovie cautery circumferentially freed up the hernia sac from the subcutaneous tissues. At this point, then I was able to open the hernia sac, and using bovie cautery and metzenbaum scissors the hernia sac was taken down to the neck of the defect. Contents were reduced back into the peritoneum. I was unable to remove the hernia sac from the edges of the defect. Previous mesh was noted to have integrated completely into the tissues and this was removed as well. This was then passed off table and sent to pathology for specimen. I then irrigated with copious amounts of bacitracin saline solution until clear return was noted within the peritoneum. Good hemostasis was appreciated. I then chose a 12 x 15 sheet of open physiomesh and this was then placed into the abdomen in a sub-lay parachute type technique was utilized using 0 prolene suture in a four quadrant technique beginning at the superior and inferior borders then the lateral edges and then maturing the mesh again in a four quadrant type technique until the mesh was totally sewn into the edges of the defect, at which point then, I irrigated once again with copious amounts of bacitracin saline solution until clear return was appreciated. I then used 0-vicryl sutures and beginning at the superior part of the incision in continuous running fashion, I reapproximated the anterior rectus fascia. At which point then, I irrigated once again with copious amounts bacitracin saline solution until clear return was noted. A 3-0 monocryl was then used in the dermal layer to reapproximate the skin edges and staples were then used to reapproximate the skin edges. Primapore dressing was then placed. Patient tolerated the procedure well. There were no complications to the above procedure. All sponge and needle counts being correct x2. Patient was transported to recovery, where she was awake and doing well. Findings: findings consistent with a recurrent incisional ventral hernia with incarceration. There were no gross pathological abnormalities appreciated at time of the procedure.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the 01/06/17 procedure was not provided.] (B)(6) 2017: [missing records: an operative report for exploration of wound and seroma drainage was not provided.] (B)(6) 2017: (B)(6) . Discharge summary. Final diagnosis: postoperative seroma, status post exploration of abdominal wound, with drainage of seroma. History of present illness: presented with complaints of bleeding around incision site. Noted to have hypotension in emergency as well as fever. Started on IV antibiotics and admitted to ICU for workup and evaluation. Medically optimized. Had decreased bleeding, but noted to have postoperative seroma in abdominal region at previous hernia repair site. Taken to operating room 01/20/17 for exploration of abdominal wound. Wound explored, and seroma drained. No recurrence of hernia noted. No abscess. Fluid appeared to be seroma. Site irrigated and reapproximated per dr. (B)(6) . Transferred back to floor. Given diet, which she tolerated. Ambulating without difficulty, discharged home. Wbc 4.4. Discharge plan: taught how to empty and record jp drain twice a day. Given instruction to remain on light activities. Instructed to keep incision dry at all times. Follow up dr. (B)(6) office (B)(6) 2017, return to emergency room with any problems. Condition on discharge: surgical site approximated with staples and sutures intact. No drainage, erythema, signs of infection. (B)(6) 2017: [missing records: records for complications including sepsis were not provided.] (B)(6) 2017: [facility ni]. Office notes. Hospitalization (B)(6) 2017 to have ventral hernia repair. [Illegible]. Started bleeding between staples. Got worse and admitted (B)(6) 2017 and had 2 pints of blood; was given antibiotics. Wound [illegible] noted (B)(6) 2017. Impression/treatment: hypothyroidism. [Illegible]. Refer to dr. (B)(6) . (B)(6) 2017: [facility ni]. (B)(6) . Office notes. Smoking half pack a day. History of myocardial infarction, hypertension, diabetes. (B)(6) 2018: [facility ni]. Office notes. Hernia repair (B)(6) 2017. (B)(6) 2017 [illegible] had multiple complications including sepsis. Impression/treatment: leaking at drain site. Omnicef. Silvadene cream. Culture and sensitivity drainage. (B)(6) 2018: [missing records: a culture report for the specimens collected (B)(6) 2018 was not provided.] (B)(6) 2019: [facility ni]. Office notes. Surgery for abdomen infection (B)(6) 2018 never completely healed. Has surgery approximately [illegible] to close drain and [illegible]. Some drainage in midline incision. Abdomen: incision [illegible] completely healed and infection at site. Impression/treatment: infected incision site. Bactrim ds. Silvadene cream. Cbc. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2018: (B)(6). Radiology-CT abdomen and pelvis. Indication: unspecified abdominal pain. Findings: there is evidence of umbilical hernia and postoperative changes are noted. The current hernia is suggested. Impression: recurrent ventral hernia however no evidence of incarceration of the small bowel. Transverse colon and mesenteric fat is noted within the hernia sac. (B)(6) 2018: (B)(6). Radiology-nuclear medicine abscess localized, ltd areas. Indication: unspecified abdominal pain. Findings: there is no specific activity evident in the mid abdominal area which is indicated to be the area of interest to correlate with inflammatory process or abscess. Impression: no specific focal abnormal activity to suggest abscess on these images. (B)(6) 2018: (B)(6). History and physical. Recurrent ventral hernia status post repair with mesh at an outside hospital. History: multiple hernia surgeries. Impression/plan: recurrent hernia, plan for repair, possible separation of components. (B)(6) 2018: (B)(6). Operative report. Procedures: exploratory laparotomy with lysis of adhesions, greater than 30 minutes. Explantation of old mesh. Separation of anterior abdominal wall components. Primary repair of hernia with a mesh overlay. Appendectomy. Excisional debridement of abdominal walls for full-thickness skin and subcutaneous tissue, 10 sq. Cm. Preoperative diagnosis: recurrent ventral hernia. Chronic midline wound infection. Loss of domain. Postoperative diagnosis: recurrent ventral hernia. Chronic midline wound infection. Loss of domain. Appendicoliths. Assistant: (B)(6). Anesthesia: geta [general endotracheal anesthesia], local. Consent: the procedure including the risks and benefits were explained in full to the patient. All questions were sought and answered, and she agreed to go forward with the procedure. Signed informed consent was filled out and placed on her chart. Indication: ¿the patient is a pleasant 59-year-old lady, referred to the surgical clinic with concern of recurrent ventral hernia and chronic wound infection of her midline surgical wound. I saw her initially and felt perhaps this was a skin fistula secondary to mesh infection, so I did a CT scan to look for any sort [of] abscess, there was none there, and I went ahead and did a white blood cell-tagged scan to see if this would locate to her mesh and it did not. I told h[ER] that this would be a large hernia repair, she would likely need separation of components and removal of the old mesh. She said she is willing to take the risk because she could not live this way anymore. She said she went back to her other surgeon who told her there was no more that could be done for. Af[ter] describing all the risks and benefits, she wanted to accept those and we wen[t] ahead and scheduled her up to bring her for the surgery.¿ description of procedure: ¿the patient was brought to the operating room, laid supine on the table. Sequential compression devices were placed and IV antibiotics were administered. After appropriate induction of anesthesia, a foley catheter was placed, and the patient was prepped and draped in typical sterile fashion with hibiclense solution. Time-opt was performed, and a 10 blade scalpel was used to make an incision following her old scar at the superior portion of the wound. Meticulous dissection was used to carry this down to enter the fascia and the peritone[um] between 2 hemostats. There was 2 different types of mesh that was encountered. There were large amounts of adhesions to the mesh. This was taken down meticulously with combination of bovie cautery and metzenbaum scissor. After clearing the bowel and omentum from the abdominal wall, I proceeded to explant the mesh. I then ran the bowel in its entirety. There were no injuries. The gallbladder was palpated and there were no stones. The appenid[x] was full of appendicoliths so I elected to do an appendectomy. The mesoappen[dix] was taken down and the base of the appendix controlled with a crushing clamp. The appendix was amputated and ligated with 0 silk tie. The base of the appendix was then dunked and embricated [sic] with silk stich. After clearing th[e] mesh off I raised skin flaps laterally to clear off the fascia of the rectus sheath. I was unable to bring the fascia to midline, so I went ahead and elected to do a component separation. I did this by taking down the externa[l] oblique aponeurosis and then releasing the posterior rectus fascia bilateral[ly]. After doing this bilaterally, I was able to bring the fascia past midline on each side. The fascia was reapproximated with series of #1 vicryl pops usin[g] smead-jones technique after the midline fascia was re-approximated peak inspiratory pressures were still within normal limits. Hemostasis was achiev[ed]. The wound and skin flaps were irrigated out with copious amounts of antibiot[ic] laden solution. I elected to do a phasix resorbable mesh overlay to reinfor[ce] the repair. This was done with mesh that is 15 cm wide x 27 cm long. This w[as] anchored to the rectus with #1 vicryl pops in interrupted horizontal mattres[s] fashion. Hemostasis was achieved and 2 drains were placed, 1 in the right lo[wer] quadrant, 1 in the left lower quadrant. These were anchored with nylon stit[ches] and placed to bulb suction. Scarpa¿s was reapproximated with a series of vic[ryl] stitch in interrupted fashion, and skin was closed with skin clips and nylon. Covered with clean gauze. Given that the patient had chronic wounds of her surgical incision, I elected to do excisional debridement with scalpel to include skin, full-thickness, and subcutaneous tissue for 10 cm2. At the e[nd] of the case, all sponge, needle, and instrument counts were correct. The patien[t] was awakened from the anesthesia and taken to pacu in stable condition. Ebl: 200 ml. Specimen: appendix. Complication: none. Finding: chronic wound with skin fistula attached to old mesh. Appendicolith. Loss of domain. Disposition: the patient tolerated the procedure well without respiratory distress or hemodynamic compromise. I went and found her family and discussed the course of the procedure and operative findings and answered their questions the best I could. The patient needs to be admitted to the hospital. She will have an ng [nasogastric] tube. She will be npo [nothing by mouth]. We will keep the foley catheter and monitor input and output. (B)(6) 2018: (B)(6). Implant log. Bard phasix mesh, 10¿ x 12¿. (B)(6) 2018: (B)(6). Discharge summary. Course in hospital: admitted for ventral hernia repair by dr. (B)(6). Postoperatively, developed lethargy and was difficult to awaken after extubation and was having periods of hypoxemia, so subsequently admitted for further evaluation. Chest x-ray showed pneumonia. Started on o2 to titrate to keep o2 saturation up to 92%. Overnight she did have desaturations and o2 had to be increased. Has some tachycardia as well. By next day, she was much more awake. Pulmonary toilet ordered as well as repeat chest x-ray and check of bmp and cbc. Continued to slowly improve. Labs were stable and pulse was improving. By next day, she was still having episodes of hypoxemia requiring high-flow o2. Second chest x-ray did show an infiltrate. Started on antibiotics on august 1st. White count remained stable. Tachycardia improved and on (B)(6) pulse was 110. Feeling much better. Developed some hypokalemia on (B)(6), this was replaced. By (B)(6), feeling much better, was ambulating. Vital signs and labs stable. By (B)(6), pt was feeling better. Abdominal pain controlled, eating and drinking, vitals signs stable. It was decided she could be discharged home. Discharge diagnosis: acute postprocedural respiratory failure. Mental status change. Sinus tachycardia. Status post ventral hernia repair. Hypoxemia. Follow up with dr. (B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: operative report. Preop diagnosis: large incisional hernia. Postop diagnosis: large incisional hernia with 3 separate large defects, 1 in the epigastric area, 1 slightly to the left, and 1 in the lower part of the incision and lower in the abdomen. There is also some possible small [sic]. I have to repair these defects with a large piece of gore-tex dualmesh measuring 19 x 14 cm and 1 area had also to reinforce with a small piece of 10 x 10 at a corner, say that it too close to the edge. Description of procedure: ¿with the patient under general anesthesia and intubated, the abdomen was prepped and draped. A small incision was made in the left flank. I inserted a 12-mm trocar under direct vision into the abdominal cavity. Abdominal cavity was insufflated with carbon dioxide. After that, laparoscope was inserted. Patient noted to have a large amount of adhesions to the anterior abdominal wall. After that, we inserted, one 5-mm trocar in the left upper quadrant 1st. Most of the adhesions taken and gradually until we see the entry to abdomen. Another 5-mm trocar was placed in the left lower quadrant to help release all the adhesions. Once this was done, it was noted patient had a large defect of this, at least 5 cm at the opening and top part of the scar, which was seen in the upper abdomen. There was also lateral defect almost on the same side below umbilicus and the lower part of the scar. Another defect was noted almost separated from the top part up to the left upper quadrant. The defect would require a piece of mesh measuring 19 x 14 cm to cover the defect. The gore-tex dualmesh with gore-tex suture at 4 corners were then inserted into abdominal cavity. The corresponding area on the skin was also punctured and I used the needle passer to pull out all gore-tex sutures. At this point, the dualmesh was splayed across the anterior abdominal wall covering the defect and the edge of the mesh was angled to the abdominal wall using protack. However, when we got around to the left upper quadrant, it was noted the mesh did not cover the edge of fascia adequately. I am afraid that it might recur. After consideration, I decided pulling the piece of mesh superimposed on the first mesh and cover the left upper quadrant portion of the defect. This was done on a piece of square dualmesh measuring 10cm x 10 cm. This mesh was placed on the left upper quadrant area of the larger mesh. The dualmesh was partially incorporated together using protack. After this was done, there was no defect seen at all. All trochar incisions were then anesthetized with marcaine. Carbon dioxide was let out from peritoneal cavity and the opening from the 12-mm trocar was then closed using 0-maxon suture using closing device. Skin incision was then closed by using staplers. Dressing was then applied. Patient tolerated the procedure well. No immediate complication. Blood loss, minimum, probably no more than 10 to 15 ml.¿ (B)(6) 2011: procedure implants. Description: gore-tex dual-mesh 15x9x1 (1dlmcp04). Total qty: 1. Lot #: 7227308. Catalog nbr: 1dlmcp04. Manufacturer: w.l. Gore associates inc. Description: gore-tex dual-mesh 8x12x1 (1dlmcp02). Total qty: 1. Lot #: 7248119. Catalog nbr: 1dlmcp02. Manufacturer: w.l. Gore associates inc. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7227308) and a gore® dualmesh® plus biomaterial (1dlmcp02/7248119) were implanted during the procedure. (B)(6) 2015: operative report. Preop diagnosis: recurrent ventral hernia. Postop diagnosis: recurrent ventral herniorrhaphy with partial removal of mesh. Specimens: portions removed from mesh. Complications: none. Implants: none. Indications: patient is an extremely pleasant 56-year-old female patient, in with a chief complaint of severe pain in the inferior aspect of the abdomen. Patient had multiple hernias performed before, the last one being with mesh placement. States that, shortly after, she developed a hernia just to the left of the paramedian type incision. She states this is increasingly painful for her. She is in today for repair. Procedure in detail: ¿having explained potential risks, benefits, alternatives of above procedure, appropriate consent being obtained, patient was taken to the or, placed on the or table in supine position, prepped and draped in usual sterile fashion, utilizing chloraprep and sterile drapes. Following appropriate anesthesia, a 10-blade scalpel was then used, and a generous low midline incision was then carried down through the previous incision site, down through the skin and the subcutaneous tissues. I began at the superior part of the incision site with bovie cautery, tunneling down to the anterior rectus fascia. At which point then, the anterior rectus fascia was then grasped with kocher clamps, retracted superiorly at the wound bed. A 15 blade scalpel was used. A small incision was then created and I opened the anterior rectus fascia. I then used hemostats, and a muscle-splitting technique to the posterior sheath and retracted it superiorly. Using metzenbaum scissors, a small incision was then created. Placing a finger in the peritoneum I noted no underlying adhesions. Using a finger fracture type technique or using the digit as a guide, I then began with bovie cautery and began opening the incision inferiorly. Once arriving down to the level of the hernia, the hernia was clearly appreciated and the contents were able to be reduced back into the peritoneum. At which point then, I continued to open up the hernia itself and continued opening the anterior rectus fascia. Down to the inferior part of the incision at the level of the pubis, fairly large defect, approximately 5 cm x 5 cm, was noted, to the left aspect of the incision site. Again, contents were reduced; and upon arriving at this level and going through the mesh and opening the midline incision, a large portion of the mesh, which was present, was trimmed back and passed off the table, and sent to pathology. Following this, I was able to grasp the inferior aspect of defect with no problems, at the lateral edges and the superior aspect of the defect. It was then noted that patient had a large amount of excess fascial tissue/mesh in the incision site. I used a curved mayo and removed the bulk of the incision of the old mesh from the incision site. Once this had been removed, I then started with the inferior aspect kocher clamps right-angle retractor and a #1 looped pds. I began, in a continuous running fashion to approximate the mid point of the incision. At which point then, I turned my attention toward the superior aspect of the incision. I began in a similar fashion, with a #1 looped pds, closing in a continuous running fashion to approximate the mid point of the incision. The two looped pds were then tied together and the knot was then imbricated. I then irrigated the incision site with copious amounts of bacitracin saline solution until once again clear return was noted. I made a small incision on the right lateral aspect of the abdomen using a smith dissector. I placed a 19-french round jp drain. I tied it in place with a 2-0 prolene. I then began with 3-0 monocryl and reapproximated the dermal edges through the incision site. I then used skin staples to reapproximate the skin edges, plus 4 x 4¿s were then placed on the abdomen as well as a routine jp drain sponge dressing. Patient tolerated the procedure well. There were no complications to the above procedure. All sponge and needle counts being correct x 2. Patient was transported to recovery, where she as awake and doing well. Findings: findings consistent with a preoperative diagnosis of recurrent ventral hernia with additional findings of omental contents. No other gross pathological abnormalities were appreciated at the time of the procedure.¿ there is no mention of infection involving the gore device. (B)(6) 2015: pathology report. Accession #: 15-se-4282. Diagnosis: ventral hernia with mesh, excision: fibro- adipose tissue with embedded mesh, fibrosis, chronic inflammation and multinucleated giant cells compatible with foreign body reaction. Tissue submitted: hernia, surgical excision, portion of hernia, mesh (ventral). Clinical information: pre-op & post-op diagnosis: recurrent ventral hernia. Gross description: a single specimen is received in formalin labeled portion of hernia mesh and consists of a elongated strip of white-tan tissue measuring 12.5 x 2.2 x 0.5 cm in greatest dimension. Representative sections are submitted in cassette a. Microscopic description: microscopic examination performed. (B)(6) 2015: discharge summary. Final diagnosis: recurrent ventral hernia, s/p ventral herniorrhaphy with partial removal of mesh. Hospital course: patient¿s midline abdominal incision remained well approximated with staples and sutures intact. Tolerating diet, positive flatulence and bowel movements and was discharged home. Impression: recurrent ventral hernia status post ventral herniorrhaphy with partial removal of mesh. Discharge plan: instructed to resume home medications and soft diet, not to drive, have any strenuous activity, or lift more than 10 pounds. Instructed to keep surgical site clean and dry. Taught how to empty and record jp drain output b.i.d. Instructed to wear abdominal binder when ambulating. Follow up with dr. Wright in one week. Discharge medications: clindamycin. Condition on discharge: states felt better. Jp drain had approximately 50 ml of serosanguinous drainage noted. Midline abdominal incision remained well approximated with staples and sutures intact. Discharge home. (B)(6) 2016: history and physical. Hpi: presented to the ER c/o pain in abdomen, nausea and vomiting for three days. Swelling at hernia repair site. Had bowel movement yesterday. Psh: hysterectomy, bowel obstruction repair and incisional hernia repair. Social hx: current smoker, no alcohol. Exam: abdomen soft, nontender, nondistended, bowel loops are palpable in the upper part of the abdomen, they are reducible. There is a midline scar. CT scan shows dilated loops of the small bowel throughout abdomen and pelvis with air fluid levels. These findings are worrisome for small bowel obstruction. The transition point appears to be inflamed, loop of small bowel in the lower abdomen which shows wall thickening and surrounding inflammatory changes suggestive of gastroenteritis. There is a moderate sized ventral hernia, just below the mesh containing loops of the small bowel, which do not appear to be incarcerated. Impression: recurrent ventral hernia with enteritis. Plan: admit for observation, npo, ng and IV fluids. [Missing records: records for the CT scan showing ¿moderate sized ventral hernia, just below the mesh¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1862, 1930, 1932, 2069, 2240, 3191: "foreign body giant cell reaction" and "open draining wound.") Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span december 16, 2002 through march 26, 2019 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Records from april 21, 2011 through april 27, 2014 were not provided. Patient information: medical history: smoker: (B)(6) 2002: smokes. (B)(6) 2008: smokes many packs of cigarettes/day for many years. (B)(6) 2010: history of tobacco abuse. (B)(6) 2013: current every day smoker. (B)(6) 2014: chronic cough of 1 year that is dry. Smoker of 40 years 1 pack per day. (B)(6) 2015: smoking status: heavy tobacco smoker. (B)(6) 2016: current smoker. (B)(6) 2017: currently smokes. (B)(6) 2017: smoking half pack a day. Weight: (B)(6) 2008: 128 lbs. (B)(6) 2010: weight 150 lbs. (B)(6) 2013: weight 145 lbs, bmi 24.89. (B)(6) 2014: weight 152 lbs, bmi 26.09. (B)(6) 2017: weight 164 lbs., bmi 28.2. Unknown date: myocardial infarction. Unknown date: hypertension. Unknown date: diabetes. (B)(6) 2002: history of ulcer problems. (B)(6) 2003: irritable bowel syndrome. (B)(6) 2007: endometriosis. (B)(6) 2007: long standing history of constipation, incomplete small bowel obstruction. (B)(6) 2009: overdose with opiates and possibly benzodiazepines along with alcohol. Intoxication: (B)(6) 2010: mechanical small bowel obstruction. (B)(6) 2010: hypothyroidism. (B)(6) 2010: chronic anxiety and depression. (B)(6) 2010: has past history of bronchial asthma. (B)(6) 2010: chronic obstructive pulmonary disease [copd] (B)(6) 2011: large incisional hernia with 3 separate large defects. (B)(6) 2013: history of alcohol use. Hip degenerative joint disease. (B)(6) 2014: posterior right lower lobe pulmonary nodule. Has known about this since 2011. (B)(6) 2014: gastroesophageal reflux disease [gerd] (B)(6) 2016: recurrent ventral hernia, enteritis. (B)(6) 2017: incarcerated recurrent incisional ventral hernia. (B)(6) 2017: recurrent abdominal wall hernia. (B)(6) 2017: postoperative seroma. (B)(6) 2018: ventral hernia on right side, reducible. (B)(6) 2018: chronic wound, drains thick white material, new area over lower scar starting to ulcerate and bleed, chronic fevers. Recurrent ventral hernia. (B)(6) 2018: infected hernioplasty mesh, constipation. (B)(6) 2018: abdominal abscess, abdominal hernia, open wound. (B)(6) 2018: fistula of skin. (B)(6) 2019: chronic abdominal wound. Surgical procedures: unknown date: bowel obstruction repair. 1987: tubal ligation. (B)(6) 2007: total abdominal hysterectomy with bilateral salpingo-oophorectomy. (B)(6) 2010: exploratory laparotomy with lysis of adhesions. (B)(6) 2011: incisional hernia repair with gore-tex dualmesh; adhesions. (B)(6) 2015: recurrent ventral herniorrhaphy with partial removal of mesh. (B)(6) 2017: recurrent incisional ventral herniorrhaphy with placement of a 12 x 15 physiomesh. (B)(6) 2017: wound exploration and drainage of seroma. (B)(6) 2018: exploratory laparotomy with lysis of adhesions, greater than 30 minutes. Explantation of old mesh. Separation of anterior abdominal wall components. Primary repair of hernia with a mesh overlay. Appendectomy. Excisional debridement of abdominal walls for full-thickness skin and subcutaneous tissue, 10 sq. Cm. (B)(6) 2019: excisional debridement of abdominal wall full-thickness skin and subcutaneous tissue 15-centimeter sq. 2. Closure of 20 cm abdominal wall wound. Relevant medical information: (B)(6) 2007: total abdominal hysterectomy, bilateral salpingo-oophorectomy. (B)(6) 2010: exploratory laparotomy and lysis of adhesions. ¿patient was noted to have dilated small bowel all the way from the ligament of treitz to mid small bowel where there was a sharp kink with adhesion band causing a near-total obstruction. The kink was slowly dissected out using both blunt dissection and sharp dissection and also dissected out with harmonic scalpel to free up all the adhesion band in the mesentery itself. The adhesion caused about a twist on itself and formed an acute angulation. The bowels also were completely obstructed. After these were released, the lumen of the nasojejunal can be completely sent out again. I then decompressed the jejunum backward by milking the air and the small bowel content back towards the stomach. The ng tube was suctioned and after that the jejunum was decompressed to some degree. Distal small bowel is completely collapsed. I followed some bowel out around the colon. Cecum and rectal wall were not distended. Rock hard stool is palpable in the rectosigmoid and sigmoid colon. This too was like solid rock, within the colon itself. I then proceeded with a closure of the incision by using a large double-stranded pds suture, made a big bite, and completely closed off the fascia." Implant preoperative complaints: (B)(6) 2011: preop diagnosis: large incisional hernia. Implant procedure: ¿incisional hernia repair with gore-tex dualmesh; adhesions¿ #1: gore® dualmesh® plus biomaterial [7227308/1dlmcp04, 15cm x 19cm x 1mm, oval] #2. Gore® dualmesh® plus biomaterial [7248119/1dlmcp02, 8cm x 12cm x 1 mm] implant date: (B)(6) 2011 [outpatient] description of hernia being treated: ¿a small incision was made in the left flank. I inserted a 12-mm trocar under direct vision into the abdominal cavity. Abdominal cavity was insufflated with carbon dioxide. After that, laparoscope was inserted. Patient noted to have a large amount of adhesions to the anterior abdominal wall. After that, we inserted, one 5-mm trocar in the left upper quadrant 1st. Most of the adhesions taken and gradually until we see the entry to abdomen. Another 5-mm trocar was placed in the left lower quadrant to help release all the adhesions. Once this was done, it was noted patient had a large defect of this, at least 5 cm at the opening and top part of the scar, which was seen in the upper abdomen. There was also lateral defect almost on the same side below umbilicus and the lower part of the scar. Another defect was noted almost separated from the top part up to the left upper quadrant.¿ implant size and fixation: ¿the defect would require a piece of mesh measuring 19 x 14 cm to cover the defect. The gore-tex dualmesh with gore-tex suture at 4 corners were then inserted into abdominal cavity. The corresponding area on the skin was also punctured and I used the needle passer to pull out all gore-tex sutures. At this point, the dualmesh was splayed across the anterior abdominal wall covering the defect and the edge of the mesh was angled to the abdominal wall using protack. However, when we got around to the left upper quadrant, it was noted the mesh did not cover the edge of fascia adequately. I am afraid that it might recur. After consideration, I decided pulling the piece of mesh superimposed on the first mesh and cover the left upper quadrant portion of the defect. This was done on a piece of square dualmesh measuring 10cm x 10 cm. This mesh was placed on the left upper quadrant area of the larger mesh. The dualmesh was partially incorporated together using protack. After this was done, there was no defect seen at all.¿ ¿large incisional hernia with 3 separate large defects, 1 in the epigastric area, 1 slightly to the left, and 1 in the lower part of the incision and lower in the abdomen. There is also some possible small ___ [sic]. I have to repair these defects with a large piece of gore-tex dualmesh measuring 19 x 14 cm and 1 area had also to reinforce with a small piece of 10 x 10 at a corner, say that it [sic] too close to the edge.¿ post-operative period: (B)(6) 2011: emergency department visit. ¿patient reports that she has been having nausea and vomiting since she got home from surgery today at 1600 for hernia repair." ¿exam: dressing in place on abdomen, covered with abdominal binder, positive bowel sounds, surgical incision clean and dry, mild bruising around incisions.¿ ¿disposition: home.¿ relevant medical information: (B)(6) 2014: "large abdominal hernia. Refer dr. (B)(6).¿ (B)(6) 2014: ¿hernia, periumbilical, left side moderate severity, radiation to lower abdomen. Describes as aching. Context includes lifting heavy weight and physical activity. Risk factors include heavy lifting, history of hernias, overweight, previous abdominal surgery and prolonged standing. Symptom is aggravated by lifting weight.¿ ¿exam: abdomen; inspection ¿ bulge/bloating.¿ "abdominal pain, patient states for 1 year now she has tenderness and a possible hernia¿ (B)(6) 2014: CT abdomen/pelvis [a/p]: ¿status post ventral hernia repair at and above umbilicus. Has developed moderate size ventral hernia just below surgical mesh at level of umbilicus measures 6.6 cm in length and 4.7 x 5.6 cm transversely. Ventral hernia contains fat only. Bowel pattern nonspecific. No obstructive or inflammatory features noted." ¿impression: moderate ventral hernia containing fat at level of umbilicus just below level of surgical mesh.¿ partial explant #1 preoperative complaints: (B)(6) 2015: ¿abdominal hernia, began 1 year ago, moderate, constant, aggravating factors include bending, stretching, lifting heavy objects, relieving factors include rest. Symptoms are chronic, stable, here to schedule surgery. Review of systems: gastrointestinal; abdominal pain, constipation, diarrhea, nausea, bloating. Exam: abdomen; soft, ventral hernia noted left inferior umbilical region. Plan: schedule repair.¿ (B)(6) 2015: ¿patient is an extremely pleasant 56-year-old female patient, in with a chief complaint of severe pain in the inferior aspect of the abdomen. Patient had multiple hernias performed before, the last one being with mesh placement. States that, shortly after, she developed a hernia just to the left of the paramedian type incision. She states this is increasingly painful for her. She is in today for repair.¿ partial explant #1 procedure: recurrent ventral herniorrhaphy with partial removal of mesh. Partial explant #1 date: (B)(6) 2015: ¿following appropriate anesthesia, a 10-blade scalpel was then used, and a generous low midline incision was then carried down through the previous incision site, down through the skin and the subcutaneous tissues. I began at the superior part of the incision site with bovie cautery, tunneling down to the anterior rectus fascia. At which point then, the anterior rectus fascia was then grasped with kocher clamps, retracted superiorly at the wound bed. A 15-blade scalpel was used. A small incision was then created and I opened the anterior rectus fascia. I then used hemostats, and a muscle-splitting technique to the posterior sheath and retracted it superiorly. Using metzenbaum scissors, a small incision was then created. Placing a finger in the peritoneum I noted no underlying adhesions. Using a finger fracture type technique or using the digit as a guide, I then began with bovie cautery and began opening the incision inferiorly. Once arriving down to the level of the hernia, the hernia was clearly appreciated and the contents were able to be reduced back into the peritoneum. At which point then, I continued to open up the hernia itself and continued opening the anterior rectus fascia. Down to the inferior part of the incision at the level of the pubis, fairly large defect, approximately 5 cm x 5 cm, was noted, to the left aspect of the incision site. Again, contents were reduced; and upon arriving at this level and going through the mesh and opening the midline incision, a large portion of the mesh, which was present, was trimmed back and passed off the table, and sent to pathology. Following this, I was able to grasp the inferior aspect of defect with no problems, at the lateral edges and the superior aspect of the defect. It was then noted that patient had a large amount of excess fascial tissue/mesh in the incision site. I used a curved mayo and removed the bulk of the incision of the old mesh from the incision site. Once this had been removed, I then started with the inferior aspect kocher clamps right-angle retractor and a #1 looped pds. I began, in a continuous running fashion to approximate the mid point of the incision. At which point then, I turned my attention toward the superior aspect of the incision. I began in a similar fashion, with a #1 looped pds, closing in a continuous running fashion to approximate the mid point of the incision. The two looped pds were then tied together and the knot was then imbricated. I then irrigated the incision site with copious amounts of bacitracin saline solution until once again clear return was noted. I made a small incision on the right lateral aspect of the abdomen using a smith dissector. I placed a 19-french round jp drain. I tied it in place with a 2-0 prolene. I then began with 3-0 monocryl and reapproximated the dermal edges through the incision site. I then used skin staples to reapproximate the skin edges, plus 4 x 4¿s were then placed on the abdomen as well as a routine jp drain sponge dressing. Patient tolerated the procedure well. There were no complications to the above procedure." (B)(6) 2015: pathology report. "Gross description: a single specimen is received in formalin labeled portion of hernia mesh and consists of an elongated strip of white-tan tissue measuring 12.5 x 2.2 x 0.5 cm in greatest dimension.¿ (B)(6) 2015: discharge summary. Final diagnosis: recurrent ventral hernia, s/p ventral herniorrhaphy with partial removal of mesh. Hospital course: patient¿s midline abdominal incision remained well approximated with staples and sutures intact.¿ relevant medical information: (B)(6) 2015: ¿exam: abdomen; jp drain removed right abdomen. 4x4 dressing applied. Midline staples removed and mastisol, steri-strips and tegaderm dressing applied. No dehiscence or bleeding noted. No hernia recurrence noted. Impression/plan: keep steri-strips clean and dry, remove after 5 days. Change jp drain site dressing daily with 4x4 for 2 days and leave open to air on day 3. Follow up 1 month.¿ (B)(6) 2016: emergency department visit. ¿complaints of intermittent, moderate, sharp abdominal pain, began 3 days ago. Associated nausea and vomiting, denies bowel/urinary symptoms, fever, chills. Movement worsens pain. Nothing improves pain. She had a hernia repair with dr. (B)(6) 2015, she followed up as instructed and ¿everything looked good¿ but the hernia has returned in the same area. Exam: abdomen; normal bowel sounds, soft, no tenderness, negative guarding, negative rebound, old midline surgical incision well healing with no erythema or drainage, reducible ventral hernia.¿ ¿diagnosis: obstruction intestinal¿ ¿swelling at hernia repair site. Had bowel movement yesterday. Psh: hysterectomy, bowel obstruction repair and incisional hernia repair. Social hx: current smoker, no alcohol. Exam: abdomen soft, nontender, nondistended, bowel loops are palpable in the upper part of the abdomen, they are reducible. There is a midline scar. CT scan shows dilated loops of the small bowel throughout abdomen and pelvis with air fluid levels. These findings are worrisome for small bowel obstruction. The transition point appears to be inflamed, loop of small bowel in the lower abdomen which shows wall thickening and surrounding inflammatory changes suggestive of gastroenteritis. There is a moderate sized ventral hernia, just below the mesh containing loops of the small bowel, which do not appear to be incarcerated. Impression: recurrent ventral hernia with enteritis. Plan: admit for observation, npo, ng and IV fluids.¿ (B)(6) 2016: CT [a/p]: "the gastrointestinal tract shows distention of small bowel loops that is most pronounced involving the proximal small bowel loops. The distended small bowel loops measure up to approximately 5.2 cm in greatest transverse dimension. Distal small bowel loops measure up to approximately 2.8 cm. There are postsurgical changes of previous ventral wall hernia repair. There is recurrent hernia formation with small bowel loops extending into the recurrent hernia site.¿ ¿impression: findings are most compatible with changes of small bowel obstruction. A transition point is not definitively visualized. However, there is postsurgical change of previous ventral wall hernia repair with recurrent hernia formation that contains small bowel loops. Transition point at the level of the recurrent hernia formation is not excluded. Bibasilar dependent atelectasis.¿ (B)(6) 2016: discharge summary. Course in hospital: kept nothing by mouth and given IV fluids and nasogastric. Next day nasogastric removed and started on diet, which tolerated well. Also passing gas. Abdomen soft, nondistended, and no nausea or vomiting. Impression: enteritis. Diet: can have regular diet. Activities: can resume previous activities. Followup: with dr. (B)(6) after two weeks. (B)(6) 2016: CT [a/p]: findings: "abdomen and pelvis: stomach and bowel; noted malfunction of the anterior abdominal wall mesh. Recurrent ventral hernia containing nonincarcerated colon and small bowel. Dilated loops of small bowel with air-fluid levels findings compatible with small bowel obstruction. No clear transition point is identified. Stool noted throughout the colon. Peritoneum; normal, no significant fluid collection, no free air. Lymph nodes; normal. Vasculature; normal. Bones; no acute fractures. Impression: dilated loops of small bowel with air-fluid levels findings compatible with small bowel obstruction. No pneumatosis or abscess or free air. Malfunction of mesh in the anterior abdomen with recurrent hernia containing nonincarcerated small and large bowel.¿ (B)(6) 2016: short stay summary. ¿exam: gastrointestinal; mild tympany noted, mildly tender to palpation in periumbilical region, no peritoneal signs, no masses felt, no guarding.¿ ¿impression: partial small bowel obstruction, resolved.¿ explant #2 preoperative complaints: (B)(6) 2016: ¿symptoms began 5 months ago, mild, occur randomly, left abdomen, states she has a hernia on left side of her stomach, causes her pain when bend over or lifts anything. Review of systems: gastrointestinal; abdominal pain, constipation, heartburn. Weight 164.6, bmi 28.25. Exam: abdomen; ventral hernia noted left lower quadrant with cough, reduces with pressure. Approximately 12 x 12 x 5 cm induration area noted. Impression/plan: incisional hernia, will be scheduled for ventral herniorrhaphy with possible mesh per dr. (B)(6).¿ (B)(6) 2017: ¿patient is an extremely pleasant 57-year-old female patient, in with a chief complaint of pain in the infraumbilical area with increasing bulge and occasional constipation. She was found to have a recurrent incisional ventral hernia and she is in today for repair.¿ explant #2 procedure: recurrent incisional ventral herniorrhaphy with placement of a 12 x 15 physiomesh. Explant #2 date: (B)(6) 2017: "following this, cicatrix of the previous incision was then created down through the skin into the subcutaneous tissues. Bovie cautery was used and the previous scar was removed. Bovie cautery was then used. The incision was deepened down through the subcutaneous tissues. Bovie cautery was used and the incision was deepened down to the level of the anterior recuts fascia in the inferior aspect of the incision. A large palpable defect was noted and a large hernia was appreciated. I was then able with figure fracture technique and bovie cautery circumferentially freed up the hernia sac from the subcutaneous tissues. At this point, then I was able to open the hernia sac, and using bovie cautery and metzenbaum scissors the hernia sac was taken down to the neck of the defect. Contents were reduced back into the peritoneum. I was unable to remove the hernia sac from the edges of the defect. Previous mesh was noted to have integrated completely into the tissues and this was removed as well. This was then passed off table and sent to pathology for specimen. I then irrigated with copious amounts of bacitracin saline solution until clear return was noted within the peritoneum. Good hemostasis was appreciated. I then chose a 12 x 15 sheet of open physiomesh and this was then placed into the abdomen in a sub-lay parachute type technique was utilized using 0 prolene suture in a four quadrant technique beginning at the superior and inferior borders then the lateral edges and then maturing the mesh again in a four quadrant type technique until the mesh was totally sewn into the edges of the defect, at which point then, I irrigated once again with copious amounts of bacitracin saline solution until clear return was appreciated. I then used 0-vicryl sutures and beginning at the superior part of the incision in continuous running fashion, I reapproximated the anterior rectus fascia. At which point then, I irrigated once again with copious amounts bacitracin saline solution until clear return was noted. A 3-0 monocryl was then used in the dermal layer to reapproximate the skin edges and staples were then used to reapproximate the skin edges. Primapore dressing was then placed." (B)(6) 2017: pathology report. ¿diagnosis: soft tissue, ventral hernia.¿ relevant medical information: (B)(6) 2017: emergency department visit. ¿post-operative hemorrhage.¿ "plan: admit.¿ (B)(6) 2017: history and physical. Bleeding from abdominal surgical site. Underwent recent ventral hernia repair, presents to ER with complaints of bleeding from surgical site after coughing. Had pressure applied and abdominal binder placed, the bleeding stopped. History: chronic obstructive pulmonary disease, ventral hernia, hypothyroid, bipolar, anxiety, hysterectomy, colon resection secondary to bowel obstruction. Medications: synthroid, lexapro, seroquel, phenergan, prilosec, wellbutrin, neurontin. Exam: abdomen; soft, midline surgical incisions well approximated with staple and sutures intact. Dried blood noted on incision. Dressing in place with dark bloody drainage. Serosanguineous drainage noted. No signs of infection. No erythema or cellulitis. Wbc 7.3. Impression: postoperative seroma/hematoma. Plan: admit to timothy wright, do. Give IV antibiotics, check blood cultures, place abdominal binder, wear at all times. (B)(6) 2017: CT a/p: ¿findings: recurrent ventral hernia with relatively large fluid collection in the anterior soft tissues measuring up to 14 cm in mediolateral dimension and approximately 4 cm in anterior/posterior thickness, extending through the re-herniation region. There is a relative area of high density which may represent hematoma/blood. No active extravasation. Mesh material may have failed. Impression: recurrent abdominal wall hernia status post recent hernia repair with possible failure of graft material.¿ (B)(6) 2017: " impression: recurrent ventral hernia with anterior abdominal wall fluid collection, hematoma versus possible abscess formation. Sepsis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7248119. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please see the attached file for the information ascertained from the medical records received on 12/05/19. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, inflammation, hernia recurrence, surgery to remove mesh, foreign body giant cell reaction, seroma, infection, open draining wound, fistula. Additional event specific information was not provided.

Manufacturer narrative:
Evaluation codes: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.